Event description:
It was reported that the patient experienced an infection. The implantable cardioverter defibrillator (ICD) was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned, analyzed, no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same brand family as a device marketed in the u.s. Products: 1888tc competitor implantable pacing lead. (B)(4).